Manufacturer narrative:
The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. A review of the receiver data log found a hardware error code and a screen error alarm deeming this complaint reportable upon completion of the device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver display only showed the backlight. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).